Event description:
Event: (cc# 98-01004) after less then 12 hours, an alarm sounded from the system 97 pump and blood was noted in the tubing. The iab was removed and a second iab was inserted. On 8/17/98, datascope received the voluntary medwatch form from the user facility; uf/dist report number: none. The following was reported: the balloon was not inflating and augmentation was not occurring. Blood was found backing up into the helium tubing and the catheter was removed. Black bits were noted inside the catheter. On 8/28/98, the following was reported to datascope: there was no patient injury or complication as a result of the event. Another iab was inserted and the patient was stable. Therapy was discontinued on 8/13/98. On 9/2/98, datascope received the voluntary medwatch form from the FDA; MDR access number: 1014442. [Event complications]: none from the event - reported 8/12/98. [Patient's current status]: stable-reported 8/12&8/28/98.